Event description:
This serious unsolicited device case was received from (B)(6) on (B)(6) 2013 from a doctor via a company rep. This case concerns a female pt in her late 40's that developed swelling, redness, heat, pain in the knee and knee effusion whilst receiving treatment with synvisc one. The pt's medical history was significant for medical device implantation with synvisc one (two injections). No past drug, other concomitant medication or concurrent condition was reported. On an unspecified date, the pt started treatment with synvisc-one (route, dosage regimen, batch/lot number and expiration date unk) into an unspecified knee. On an unspecified date (a day or so after the injection), pt developed swelling, redness, heat and pain in the knee. The knee was drained (knee effusion) and a cortisone injection was administered. It was reported that the pt had no previous reaction with the last two injections.

Manufacturer narrative:
Correction treatment: cortisone injection. Outcome: unk. (B)(4). The product lot number was not provided; therefore a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Additional info was received on (B)(6) 2013. Ptc investigation report was added. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a female pt who developed knee erythema and warmth after receiving treatment with synvisc one. Although, the role of device cannot be ruled out due to anatomical proximity, however info regarding underlying disease and concomitant medications is needed for better assessment of case. Sanofi company f/u comment dated (B)(4) 2013; f/u info does not change the overall medical assessment.